Manufacturer narrative:
The field service engineer (fse) followed up with the customer and confirmed a replacement camera head resolved the issue. No site visit was conducted. After camara head replacement, the system was working properly and no additional action was required. Isi has not received the camera head for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details was performed by an isi tse. Per review, the following was confirmed: a prostatectomy simple procedure was performed via system sh1321 on (B)(6) 2022. This complaint is being reported due to the following conclusion: the customer aborted after the start of the procedure due to a camera issue. Additionally, there was a surgical procedure delay of greater than 30 minutes. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there was a vision issue and error 45310 that occurred. The site restarted twice, but the issue remained. The technical support engineer (tse) checked the logs and found error 45310 pointing to a loss of vision. The site checked the light guide and camera cable and they seemed to be okay. The tse guided the caller through a power cycle with emergency power off (epo), reseat of the blue fiber cables, and the error cleared. The tse explained the error most likely would not reoccur, but the surgeon was doubtful and they did not have a spare camera. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
The original equipment manufacturer (OEM) received the camera head involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The light cable was damaged. The video signal was okay (12 hour test). There was mechanical shock resulting in damaged housing components.

Event description:
Refer to h10/h11 for follow-up information.